Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and associated right atrial (ra) lead underwent valve replacement surgery. It was reported that the system was not working after the surgery. Upon device interrogation the patient was noted to be in a junctional rhythm. Sensing was absent and pace impedances for both leads were greater than 3000 ohms. No capture was able to be obtained. The patient was seen for a revision procedure where it was found that bot leas had been cut. The ra lead was found floating in the superior vena cava and the rv lead was found floating in the rv. The rv lead was unable to be accessed and remains in the patient. The ra lead was explanted.